Event description:
Pt's implant procedure went as per hospital protocol with no adverse event. Surgeon reviewed pt in afternoon of (B) (6) 2010, and was orientated, responsive and ambulating. Pt was routinely checked by nursing staff. On (B) (6) 2010, at approximately 5 am, pt was lethargic and became less responsive. A CT was performed which exhibited a frontal left venous infarct with electrode retracted distally, with large amount of brain shift evident. Large left frontal hemorrhage secondary to venous infarct resulted in superior/posterior displacement of electrode along tract. An emergency craniotomy was performed with removal of left electrode. Pt was transferred to ICU postoperatively, where she remained intubated with right side hemiplegia. Pt was responsive to touch and could follow simple commands. The pt recovered with sequela. Additional information has been requested.

Manufacturer narrative:
(B) (4).